Event description:
Hill-rom received a report from the account stating the nurse call is not working. The bed was located at the account in room (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found broken pins on sidecom board pcb assembly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on the bed in 2009-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the sidecom board to resolve the issue. Based on this information, no further action is required.